Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. One hundred fifty eight (158), cardiac computed tomography (CT) revealed a posterior shoulder of 7mm to the closure device with a small uncovered lobe near the ostium of the laa with 15mm depth and 8mm width. The patient was on 5mg eliquis twice per day at the time of the event. The plan is to plug the closure device on a future date.